Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter zip code: (B)(6). A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. Asp complaint ref #: cmp-(B)(4).

Event description:
A customer reported an event of a haze/mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, and system risk analysis (sra). ¿ the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending analysis of the haze/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the haze/mist is likely due to the oil mist filter. The fse replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).